Event description:
The hcp reported that the device was explanted after an implant duration of 49 months due to "battery depletion". No pt symptoms were reported. The device was replaced with a similar device. A follow-up report will be sent if additional information becomes available.